Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago.

Event description:
It was reported that the patients ipg was explanted due to an unknown reason. No further information has been obtained despite good faith efforts.